Event description:
It was reported that during an unspecified urological procedure, a tip detachment occurred. The lesion was located in the left ureter. The uromax ultra ureteral balloon dilatation catheter was advanced to the ureter and inflated to unspecified atms then deflated. Upon attempting to remove the device, the tip of the balloon detached and remained in the pt's ureter. The tip was successfully retrieved by unspecified means. It was noted that the retrieval of the tip took 20 mins. No further intervention was performed. The pt's status is reported as "no harm".